Manufacturer narrative:
(B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. It is possible that the user technique (tapping the catheter shaft) during device preparation contributed to the reported leak; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents of leak reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that during preparation of the steerable guiding catheter (sgc), the hemostasis valve of the sgc leaked. If this were to recur in the anatomy, a leak has the potential compromise the fluid path integrity and lead to an air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), the hemostasis valve of the sgc was leaking. The sgc was not used in the anatomy. There was no patient involvement. A new sgc was used in the procedure. There was no clinically significant delay in the procedure. No additional information was provided.